Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified left common femoral artery (lcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, a cuff miss was noticed when the needle plunger was removed after deployment of the second proglide. An attempt was made with a third proglide device; however, a cuff miss occurred and there was resistance when removing the proglide from the patient anatomy. The sheath was upsized to a 10f. The left common femoral was then used as the small hole access site. The sutures of two proglides were successfully pre-placed in the right common femoral artery (rcfa) which was decided to be used as the large hole access site. The sheath was upsized to a 14f in the rcfa and the tavi procedure was completed. Hemostasis was achieved in the rcfa with the pre-placed sutures of the two proglides. Hemostasis was achieved in the lcfa with the pre-placed suture of the one successfully used proglide device along with a non-abbott closure device. Post-procedure, the physician observed that the footplate was missing from the proglide device that had been difficult to remove (third proglide that was attempted in lcfa). High resolution angio was taken of the access site and the foot was not observed in subcutaneous tissue. An angiogram was completed down the patients left leg and there was no interruption of blood flow noted to the lower limb. The location of the separated proglide foot was unknown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.